Event description:
The surgeon complained that the screws, which remained locked in the plate, pulled out of the pt's bone. The plate and screws were implanted into the pt in 2004 during a procedure for spondylolisthesis, l4-s1, grade 1. The screws were explanted and replaced with longer screws the following month.